Event description:
The customer reported a blood leak inside the coulter lh 750 hematology analyzer station. The leak did not affect any critical components. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On (B)(6) 2012, the field service engineer (fse) investigated and found the rockerbed belt had cleaning solution that had dried on the underside of the belt and acted like an adhesive not allowing the belt to move properly. A sample tube stopper came off during sample aspiration and the belt was not completely cleaned. There was cleaning solution left on the underside of the rocker bed belt that acted as an adhesive not allowing the belt to move properly. The fse cleaned the belt with distilled water and resolved the issue. Service activity is verified to meet specified requirements per established procedure. Results met published performance specifications.

Manufacturer narrative:
The cause of the leak was the stopper that came off of sample tube during sample aspiration. (B)(4).